Event description:
It was reported that "pt had adjacent level disease, not related to broken screw, and was brought back to fuse the level above prior fusion. Upper portion of broken screw was removed and lower portion was left in (l4)."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.